Event description:
Smoke was emitted from an advia centaur xp instrument. The operator powered down the instrument and unplugged it from the outlet. There are no reports of injury to staff, damage to property, or impact to patient samples.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and determined that the power supply had malfunctioned. The cse replaced the power supply and verified the instrument was operational. The cause of smoke being emitted from the instrument was a malfunction of the power supply. The instrument is performing according to specifications. No further evaluation of the device is required.